Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml, 1.803 mg/day), and bupivacaine (7.5 mg/ml, 1.35 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient noted a code "8474" on the personal therapy manager (ptm), and an alarm was heard. The pump logs were checked and a critical alarm was occurring due to low battery reset and safe state on (B)(6) 2015. It was questioned if there was decreased flow. There were no reported symptoms, and the patient was able to walk into the clinic to have the pump read/interrogated. Regarding what actions/interventions were taken to resolve the low battery reset, it was noted the patient went to the emergency room (ER) on (B)(6) 2015 and they attempted a reset of the pump without success. Elective replacement indicator (eri) was in 27 months. The cause of the low battery reset was not determined. Regarding if the low battery reset had been resolved, it was noted the pump was removed and replaced on (B)(6) 2015.